Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data analysis confirmed a transmitter failed error for 8nnn7t, on (B)(6) 2021. At that time, the transmitter was activated for 29 days with a dynamic voltage of 264. The difference in dynamic voltages between the entry closest to the failed transmitter and the prior day was 13. The probable cause could not be determined.